Event description:
It was reported that an unspecified coupler being used for an anastomosis failed (further described as "could not get it to work or stopped working"). The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - this issue occurred on an unspecified date in august 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a5: ethnicity, b5, g4: PMA/510k # (update to ni), h6 (update codes), h10, h11. B5: the device involved was an unspecified 3.0mm coupler. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.